Event description:
The customer reported sys is displaying a low ma error and sys needs calibration. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and repaired connectors and performed an alignments on the generator and filament supply. Sys operates as intended. (B) (4).